Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit failed a21 error test and unexpected alarmed a21 and reset alarm after battery replacement due to c13 I/b leaking voltage. (B)(4).

Event description:
Information received by medtronic indicated that the when he changed the batteries, it erases the settings. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.